Event description:
Notified by surgeon that screw appears to be backing out of cervical plate. Surgeon will commit us observation of hardware.

Manufacturer narrative:
Method: labelling review, risk assessment. Results: the plate was confirmed to have a screw migrated post op. A revision surgery has occurred and the screw was retightened back into the plate. The patient's lifestyle, bone quality and activity level is unknown as well as any details from the initial surgery. Manufacturing files were not reviewed because no lot or parts were provided. No inspection was performed as the devices are implanted in the patient. Conclusion: as reported, the plate was found locked and the screws were above the spring bar so the probable root cause not implanting the screw under the spring bar as directed by the surgical technique guide, "when screws are fully inserted within the allowed range of angulation, the spring bar can then expand over the screw head. Once the spring bar is positioned over the screw heads, the blocker should be rotated to secure the spring bar over the screws."

Event description:
Notified by surgeon that screw appears to be backing out of cervical plate. Surgeon will commit us observation of hardware.